Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on radius assessed as fold flaw opening. Additional observations: stress marks, crease fold and wear abrasion observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side rupture. Device has been explanted and replaced.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.